Event description:
It was reported the patient had their device batteries explanted. It was stated the patient¿s device batteries would turn off and on unexpectedly. Upon device interrogation, the patient¿s health care provider noted 168 activations in the previous month. There were no patient symptoms/injuries related to this event. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Reference MFR. Report # 3004209178-2013-07979 for information about the patient¿s other device battery.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v419196, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v657037, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7482a95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v657037, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v419196, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. The device functioned properly during the long term monitor test. The device was set to the parameters the explanted device had when received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.